Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occured in the united states the patient experienced three incidents of kinked cannula in their infusion set on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2025, each occurring 3 or more hours after insertion. The infusion set usage times varied: 12 hours on (B)(6) 2024, 4 hours on (B)(6) 2024, and 4 hours on (B)(6) 2025. Insertion sites were the leg for the april incident and the abdomen for the december and february incidents. While the specific blood glucose value was unknown, it was reported as 'high'. To address the high blood glucose, the patient administered a bolus via the pump, replaced the infusion set, and successfully resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.